Event description:
It was reported the patients scs ipg was replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated.